Manufacturer narrative:
The reported event of stretched helix was confirmed. Final analysis found the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. No other issues were found.

Event description:
It was reported the asymptomatic patient presented of an implant procedure. During placement, it was observed the ventricular leadless pacemaker's helix had sprung. The device was removed and replaced without issue. The patient was stable.